Event description:
It was reported that approximately 22 days after placement of the gastrostomy tube; the gastrostomy tube allegedly ruptured and fell out of the patient. Reportedly, the device was removed and another device was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Investigation summary: one tri -funnel replacement gastrostomy tube 20fr. Was returned for evaluation. A visual evaluation of the device showed multiple rupture lines and curling of the leftover pieces of silicone. The investigation is confirmed for deflation, as the device was visibly ruptured and therefore could not be inflated. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Possible contributing factors include sharp instrument damage, over-inflation, and valve damage labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately 22 days after placement of the gastrostomy tube; the gastrostomy tube allegedly dislodged and fell out of the patient. There was no reported patient injury.